Manufacturer narrative:
The insulin pump had compromised force sensor system alarm during prime test due to faulty force sensor resistor. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they received compromised force sensor system alarm. The customer's blood glucose was 325 mg/dl at the time of incident. The customer's mother stated that they tried to treat the blood glucose with the insulin pump. The customer's mother stated that the insulin was squirting out during manual prime process. The customer's mother stated that the insulin did not continue to drip after the motor stopped during manual prime process. The customer's mother stated that they were unable to exit the preparing to prime loop. The customer's mother stated that they were stuck in rewind complete and bolus delivery loop. The customer's mother stated that the insulin pump was not dropped or bumped prior to the compromised force sensor system alarm. The customer's mother stated that the drive support cap appeared normal. The customer's mother was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.